Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate three bursts of anti-tachycardia pacing (atp) and one shock. The patient suffers from atrial fibrillation (af) with rapid ventricular rate (rvr), and it seems this condition caused ventricular tachycardia (vt) and atrial tachy response (atr) episodes during this event. The delivered shock successfully converted af and the device is operating as programmed. The health care professional (hcp) stated they didn't want the patient to receive shocks, so boston scientific technical services (ts) discussed programming options. Review of related events, revealed that the delivery of inappropriate shocks is not an isolated episode. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate three bursts of anti-tachycardia pacing (atp) and one shock for the patients atrial fibrillation (af) with rapid ventricular rate (rvr). Boston scientific technical services (ts) discussed programming options. The delivered shock successfully converted af and the device is operating as programmed. A second episode was reported over a week later, where inappropriate therapy was delivered as three bursts of atp and one shock . Ts discussed the available programming options. The device remains in service. No additional adverse patient effects were reported.